Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed post paced t-wave oversensing on the stored electrograms. The patient was brought to the clinic and the device was reprogrammed without any issues. The patient was in stable condition.